Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). While doing a replacement of battery, the connections would not show connections. Transient impedance throughout the replacement. A wens was used to check impedances and connections before moving to new battery but dr. Insisted on it might be a battery issue so ended up opening a new battery. Was implanted after only #0 and # 15 electrode were showing not good connections and showing impedance. Rep switched to a wens unit to try to check connections. Re-seeded the electrodes multiple times. Wiped down electrodes multiple times. Tried new tablet and then opened a new battery. The initial 977119 battery was written off per dm after notified of this incident. Still unsure of the reasoning for the connection issues. All connections and impedances will be ran at post op meeting.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.